Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery at l4/5 due to lumbar spinal canal stenosis. Post-op, the patient suffered from adjacent segmental disease at l3/4. Revision surgery was scheduled for decompression at l3/4. It was also observed that patient experienced numbness in the left lower limbs, buttocks and under the knees around (B)(6) 2016. An MRI revealed disc herniation. On (B)(6) 2017, patient underwent revision surgery in which the loose screw was replaced.